Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the device was bent when they removed it from the packaging. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Updated sections: a2, a3, a4, d4, d10, g4, g7, h2, h3, h4, h6, h10. Corrected section: b5. Trackwise # (B)(4). The device was returned to the factory for evaluation on 13mar2020 and an investigation was conducted on 18mar2020. A visual inspection was conducted. Although the client reported that the device was not used on a patient, presence of blood was observed on the returned device. Signs of clinical use was observed. Specks of blood was observed on the harvesting handle. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away and twisted from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, it was confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the device was bent when they removed it from the packaging. A replacement device was used to complete the procedure. No consequences or impact to patient.